Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The lesion was located in the left anterior descending (lad) coronary artery. The vessel diameter was 3.0mm. Vascular access was obtained at the femoral artery. The physician advanced the quantum maverick mr 20mm x 3.0mm balloon catheter to the target lesion and inflated the balloon once to 14 atms for 25 seconds, however, the balloon burst. The physician successfully predilated the lesion with an unspecified 3.0 x 10 cutting balloon. Shoulder ache was noted by the pt, however, no action was taken by the physician. The procedure was successfully completed by implanting two stents of another manufacturer in the lad. At the end of the procedure, the pt reported bilateral arm pain and a nitroglycerin and heparin drip was administered. No further pt complications were reported and the pt's condition was noted as"good".

Manufacturer narrative:
The device was disposed by the user facility, therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical and/or procedural factors.